Manufacturer narrative:
The complaint device is not available for a physical evaluation. However it was reported that surgeon applied excess pressure while using the device causing the break. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The surgeon used the reported suture leader in the bankart surgery. While he was threading the bone fragments, the tip of the suture leader chipped by approximately 2mm. The chipped piece was lost in the bone fragments. It was brand new and the first use when the issue occurred. The backup device was used to complete the case. Additional information received via email from the affiliate on 11-7-2016 the dr said he used excessive force and thought it caused the breakage. No additional information is available if the surgeon attempted to locate the fragment this failure did extend the procedure time, but it is not known how long.